Event description:
It was reported that patient underwent knee procedure in (B)(6) 2009. Patient underwent revision surgery on (B)(6), 2010 due to x-ray showing loose cement particles in joint. Joint space was cleaned out and bearing was replaced. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4) 2010.